Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One day post procedure the patient was experiencing anisocoria, so a magnetic resonance imaging procedure was performed. It was discovered that the patient developed a lacunar infarction. No intervention or treatment was reported to have occurred.